Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> patient x-ray images were received for review. The provided x-ray images were reviewed and no evidence of anything indicative of a device non-conformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Subject ID: (B)(6). Clinical adverse event received for infection. Event is serious and is considered moderate. Event is definitely related to device and definitely not related to procedure. Doi: (B)(6) 2015; doe: (B)(6) 2018; (left knee). Clinical notification received for revision due to infection and loosening of the femoral component, interface not provided.